Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens of diopter -8.0/+1.0/087 into the patient's left eye (os) on (B)(6) 2022. The lens was exchanged on (B)(6) 2022 for a longer length lens due to low vault. This resolved the problem. Cause reported as unknown.

Manufacturer narrative:
(B)(4). Claim# (B)(4).

Manufacturer narrative:
Claim#: (B)(4).